Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately one month post implantation of a right total hip arthroplasty, the patient was revised due to instability. There were no contributing causes related to the event. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00223200418 lot# 66791459 cable cerclage cable with crimp 1.8 mm dia. 635 mm length cat# 00801102020 lot# 66791451 allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter. Cat# 802203202 lot# 3013698 femoral head 12/14 taper 32 mm diameter +0 mm neck length cat# 00811400210 lot# 66791451 femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length. Cat# unknown lot# unknown / unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.